Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge a battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and throughout the charger. The root cause for the failure is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no death or adverse event associated with the charger malfunction

Event description:
4/7/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a charger indicating that it would not charge a battery pack.